Event description:
There has been an ongoing issue with the outer packaging on the resuscitation bag with oxygen reservoir tubing, adult size. The product wrapper itself works great. The problem is that the item is on all of our code carts and when trying to open the outer packaging in a hurry, the bag packaging sticks to the item. This has been shared with the vendor representative several times and we have been told that we are not opening it properly (the package does have a "proper" way to open it that is not readily apparent.) We are also told the "trucks get hot in shipping and that causes the wrapper to stick". Several times this has caused a delay in beginning to bag a patient.